Manufacturer narrative:
An inpatient with hypotension was being treated with vasopressors due to fluctuating blood pressure results obtained from various devices, an arterial line was started. The blood pressure result from the arterial line revealed that the systolic pressure was elevated. The facility is concerned that the blood pressure cuff provided inaccurate results. This cuff is not the only device that provided the lower result. It is not known why the facility determined this one cuff was inaccurate. No information was provided regarding the patient's medical history or health status. The etiology of the fluctuating blood pressure is unknown. It is unknown if the choice of cuff size was appropriate. There was no serious injury. The sample has not been returned for evaluation. An unused sample was returned, evaluated and provided an accurate result. A root cause has not been determined. It has not been confirmed that the blood pressure cuff provided an inaccurate result or if the device caused or contributed to the reported incident. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
An inpatient with hypotension was being treated with vasopressors due to fluctuating blood pressure results obtained from various devices, an arterial line was started.